Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and the trailing half of the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. The backup lens was implanted.

Manufacturer narrative:
Evaluation codes - method (other ): lens work order search. Results (other): visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. A work order search was performed and no similar complaint was found. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip were not returned for evaluation.